Event description:
When stent was inserted into the sheath, the stent came off the stent balloon. Surgeon attempted to remount stent onto balloon; however, it would not stay on. Surgeon then increased inflation balloon and was able to remove stent. Surgeon then used another balloon set up to insert stent to appropriate site.what was the original intended procedure?maintain dilation of vessel.device #1is this a laboratory device or laboratory test?no.